Event description:
"Death: after stent-graft implantation, the patient complained of abdominal pain. It was revealed that thrombi had traveled to the superior mesenteric artery (sma) and renal artery (but not to the celiac and peripheral vessels). A catheter was used to remove the thrombi. The patient was then observed until the next day, but the intestines had been rotted and the patient died. Informed consent had been given to the patient, and the physician had explained to the patient that there was a risk of thrombosis. The stent-graft was implanted where it was intended, and there was no problem. The physician commented that an abdominal operation should be performed without hesitation instead of trying to remove the thrombi using the catheter. Operation type: stent-graft implantation. No blood loss . Ancillary device used: 28-n4-32-164-28u. No image available due to hospital policy. Pre-case plan available (see the attached schema). No additional information available due to hospital policy. (B)(4). Patient outcome: "subject passed away during procedure."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Death: after stent-graft implantation, the patient complained of abdominal pain. It was revealed that thrombi had traveled to the superior mesenteric artery (sma) and renal artery (but not to the celiac and peripheral vessels). A catheter was used to remove the thrombi. The patient was then observed until the next day, but the intestines had been rotted and the patient died. Informed consent had been given to the patient, and the physician had explained to the patient that there was a risk of thrombosis. The stent-graft was implanted where it was intended, and there was no problem. The physician commented that an abdominal operation should be performed without hesitation instead of trying to remove the thrombi using the catheter. Operation type: stent-graft implantation. No blood loss. Ancillary device used: 28-n4-32-164-28u. No image available due to hospital policy. Pre-case plan available. No additional information available due to hospital policy. (Tc #: (B)(4)." Patient outcome: "the patient died."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.